Event description:
An issue was reported where the battery level of a device was dropping rapidly from 30% to 0% within minutes. There was no adverse impact to the customer's blood glucose level. The customer declined any follow-up from technical support, and no additional corrective actions were taken or further information was obtained regarding the outcome of the event.